Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer called experiencing error code 120.4610 on their 8015 (sn: (B)(4) . Not a good sn failure device type: alaris system instrument. Failure problem type: 8015 failure mode: troubleshooting/ error codes. Case resolution: - informed customer this is most likely due to the power supply circuits. - unit under warranty. Recommended sending in for repair. - transferred to repair team for further assistance. Ended call. (B)(4).